Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer went to the emergency room with a blood gluclose level of over 400 mg/dl. The customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2026 with issue resolved and no permanent damage. The customer reverted to an alternate method insulin therapy.